Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n494071, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type : recharger. (B)(4).

Event description:
The patient stated that he had not had pain relief since implant. The patient did not have bandages on his skin but did have staples. The patient synched and the patient saw group a and a1. The patient saw the lightning bolt. The patient stated that he was just messing around with it and stimulation was on 1.90 but the patient did not know group was for what location. The patient reported that his pain was at a 7 or 8. The stimulation was not enough. The patient increased to 2.0 while on the phone the patient tried to get more stimulation on the left side of the lumbar. The patient just felt a slight stimulation. The patient increased it to 3.8 and the patient started to feel it on the right side and now needed to get it on the left side. The patient thought that he had adaptive stimulation. The patient tried to change the screen by using the navigator keys but the patient statedthat there was no change when he pressed the arrows to the left or right. It was further reported that the patient still was not getting pain relief (since implant). The patient had had 3 reprogramming sessions in (B)(6) 2014. A couple of programs were put in, but nothing seemed to be where he needed it. In (B)(6) 2015, more programs were requested, andhe tried them out at home. In (B)(6) 2015, a few adjustments were made and the patient was getting close. Additional information reported that he got the one year anniversary letter and wanted to call and let us know that "this thing is getting taken out the first or second week of december". The patient stated the permanent implant has not helped his at all. The patient stated he has had "reprogramming done twice but it did not help". The patient stated " I went through hell with this thing and it hasn't given me relief I want so I want the battery out". The patient had an appointment on (B)(6) 2015 with the hcp. Medical history includes non-malignant pain and chronic low back pain. If additional information is received, a supplemental report will be submitted.